Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was swapped for another ventilator.